Manufacturer narrative:
The complainant reported that she was just placing a midline and was not able to advance the catheter past the 6cm mark. She placed the guidewire back in the midline, felt some resistance, saw a bulge under the patient's skin and removed the line. Upon removal, she identified that the guidewire had punctured the catheter and the patient experienced a hematoma, which was addressed by holding pressure to the site. The complainant did not provide the lot number for the catheter and did not return the catheter or guidewire for investigation. Because the catheter was not returned for investigation, the cause of this issue could not be determined.

Event description:
The user pierced the catheter with the guidewire.